Manufacturer narrative:
Additional reporter name: (B)(6). Additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was bunching up during insertion into the sheath. It was noted that they did the prep correctly and that they advised the physician to insert the iab one inch per push into the sheath without twisting. The physician stated that the membrane was loose and would not enter into the sheath. Another iab was used, but the same issue occurred. There was no patient harm or adverse event reported. This report is for 1st iab used. A separate report will be submitted for the 2nd iab.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was bunching up during insertion into the sheath. It was noted that they did the prep correctly and that they advised the physician to insert the iab one inch per push into the sheath without twisting. The physician stated that the membrane was loose and would not enter into the sheath. Another iab was used, but the same issue occurred. There was no patient harm or adverse event reported. This report is for 1st iab used. A separate report for the 2nd iab has been submitted under mfg report number 2248146-2022-00387.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).